Event description:
It was reported that this ht70 ventilator did not pass operational verification procedure (ovp). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during returned part product analysis device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator did not pass op erational verification procedure (ovp) the device was available for evaluation. Service personnel (sp) inspected the unit, found unit was not turning on and replaced the control board. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One control board was returned for further analysis. The control board was installed in a test ventilator; however, was not able to power on. The control board was removed and during inspection identified damage to the c92 capacitor consistent with shorting. Failure of the c92 capacitor during use would lead to a loss of power/ventilation for the unit. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 capacitor failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.